Manufacturer narrative:
A medtronic representative went to the site and performed simulated use testing with the system, but was unable to duplicate reported problem. Performed all system checks and system was accurate. A screen shot of the patient exam 3d model shows excess skin and displacement of facial features due to smiling/grimacing. Nurse reported they traced under the patient's eyes. Medtronic technical services representative informed nurse tracing on areas of loose skin is not encouraged for optimal accuracy.

Event description:
A site representative reported the surgeon alleged that fess (functional endoscopic sinus surgery) navigation was 1cm too deep posteriorly in the right sinus only. After registration, the surgeon navigated the left sinus perfectly. Then switching to the right side, the system was showing deeper posteriorly by 1cm. The surgeon discontinued use of the fusion navigation system to complete the procedure. There was no impact on patient outcome.